Event description:
It was reported that during equipment testing conducted by a manufacturer field service that the device would oscillate when the reverse trigger was activated. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.